Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the charger/modem was unable to recognize a battery pack. Upon evaluation, the q1 current controlling transistor and the u13 processor were shorted on the bedside board. The cause of the inability to recognize the battery packs is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to power on.